Event description:
Ous MDR - it was reported that after an implant duration of 43 months the patient was admitted to the hospital with pre-syncope symptoms. After interrogation oversensing on this rv lead was found inhibiting pacing in both ventricles. Patient had no intrinsic rhythm. Oversensing was also noted on right atrial lead and was not reproducible during the explant procedure. The right atrial lead was reconnected.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mol1. The device was implanted for 43 months and 19 charging cycles were recorded to the device memory. The memory content of the ICD was inspected. The inspection revealed no indications of a device malfunction. Particularly the recorded iegms demonstrated a correct device behavior with regard to the therapy functions of the ICD. Next, the header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. In a subsequent electric analysis the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In addition a sensing test was performed, and the device sensed the attached heart signals free of noise. In summary, the received ICD was analysed and has proven to be fully functional. The analysis of the lead and the ICD did not reveal any sign of a material or manufacturing problem.